Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: a1: patient identifier: (B)(6). Investigation summary: the complaint device was implanted in the patient, therefore the device was not returned to j&j medtech orthopaedics, therefore unavailable for a physical evaluation. This complaint file was opened to document complaints derived through clinical research data. The clinical research data indicated a j&j medtech orthopaedics product failure(s). Since there was no contact information, no follow-up attempts could be performed. It is unknown if complaints derived from this clinical research data were previously reported and documented in the j&j medtech orthopaedics complaint system at the time of occurrence as no product code/lot number information was provided to perform the search. A manufacturing record evaluation was performed for the finished device lot number (241l681), and no non-conformances related to the reported complaint condition were identified. Based on the current available information, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
This is report 3 of 4 for (B)(4). It was reported through a post market clinical research study that a patient had undergone an anterior cruciate ligament (acl) reconstruction with meniscal repair procedure on (B)(6) 2024, using a milagro advance screw 10x23mm device, a rgdloop adjustable long, a truespan 12 degree peek device and a 4.75 healix advance kntls peek device. According to the report, the patient had a retear of his reconstructed acl resulting in re-operation/revision where all of the initial hardware was removed and revised. There were no reports of delay in the procedure reported. The status of the patient was unknown. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: the investigation summary has been updated to reflect the correct information. Investigation summary the complaint device was implanted in the patient; therefore, the device was not returned to j&j medtech orthopaedics, therefore unavailable for a physical evaluation. This complaint file was opened to document complaints derived through clinical research data. The clinical research data indicated a j&j medtech orthopaedics product failure(s). Since there was no contact information, no follow-up attempts could be performed. A manufacturing record evaluation was performed for the finished device lot number (241l681), and no non-conformances related to the reported complaint condition were identified. Based on the current available information, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 correction narrative: upon further review of this complaint, it was determined that the reported event was erroneously reported; and therefore, is being retracted.